Manufacturer narrative:
H3: product analysis as found condition: the rebar-18 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within a dispenser coil. The solitaire ab 4-20 used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the rebar-18 micro catheter hub. The micro catheter body was found kinked at ~11.8cm and ~8.0cm from the distal end. The distal marker band was found crushed/ovalized. Testing/analysis: the rebar-18 micro catheter total length was measured to be ~160.9cm and the usable length was measured to be ~154.5cm, which is within specification (specification: total (ref) = 159.5cm, usable = 153.0cm ± 2.5cm). An in-house 0.021¿ mandrel was inserted into the hub, through the micro catheter and became stuck at the proximal-most kinked location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ at the proximal end was not confirmed; however, resistance was confirmed near the distal end at the proximal kinked location. Possible causes for catheter kinking are patient vessel tortuosity, guidewire/delivery system removed aggressively, incompatible device used, catheter entrapment or user advances/retrieves the device against resistance. Other possible causes for catheter resistance include, but not limited to, patient vessel tortuosity, insufficient continuous flush, solitaire device damage, or insufficient device hydration. As the solitaire ab device used during the event was not returned, any contribution of the solitaire device towards resistance could not be determined. Customer reported that the same solitaire device was successfully deployed through a new rebar micro catheter. The solitaire ab 4-20 is compatible for use with the rebar-18 as the ab-4-20 requires a minimal inner diameter of 0.021¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the catheter flush was administered per IFU during the procedure. Details were not clear if any kink or damage was on the catheter. There was no kink or damage on the pushwire of the solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter. The cause of the resistance was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire ab (sab-4-20) stent met resistance in the proximal end of a rebar catheter. A non-medtronic long sheath was positioned and a non-medtronic intermediate catheter was advanced to the c7 segment. A rebar microcatheter was passed over a non-medtronic guidewire to the lesion at the m2 segment. After advancing the sab stent into the microcatheter, it could not be pushed forward. After multiple attempts, both the microcatheter and stent were removed. Delivery was attempted outside the body, but the stent still could not be advanced. A new rebar microcatheter was used for an external delivery test, and the new rebar allowed successful delivery. The replacement rebar was used to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of acute occlusion of the m1 segment of the middle cerebral artery. It was noted the patient's vessel tortuosity was moderate. Vascular access was gained via the femoral artery. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Ancillary devices included nike g max sheath, ton-bridge silver snake intermediate guide catheter, and stryker 0.014 guidewire.